Manufacturer narrative:
The biomed tested the autopulse platform (s/n (B)(4)), and the ua07 advisory message could not be replicated. The autopulse platform functioned as intended and was placed back in service. Therefore, the customer will not be returning the autopulse platform for investigation, and no service will be performed by zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. When the autopulse was powered on, the platform failed to deliver compression as it displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The ems crew switched to manual CPR to finish the call. No consequences or impact to the patient.